Event description:
It was reported that the patient ¿wished to hell¿ that they ¿never had it implanted.¿ it was noted that it did not work for the patient. The patient ¿went back for months¿ but it would not work. The implantable neurostimulator (ins) had been off since the last time the patient had seen the healthcare professional (hcp) but the patient did not remember when that was. The patient noted they had a ¿bad hospitalization¿ and was in the hospital and rehabbed for one month. The patient noted that they did not recommend ¿this¿ to anyone. The event or symptom occurred following implant. The patient inquired about ins removal. The patient was redirected to the hcp. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Concomitant: product ID 3037, serial# (B)(4), product type programmer, patient product ID 3093-33, lot# v833270, implanted: 2011-(B)(6), product type lead. (B)(4).